Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating properly, and the patient was unable to achieve an erection. Currently, the patient noted they do not want to have a device follow up and do not plan to have the device replaced. There were no patient complications reported.